Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios, omnipod 5 software app version: 2.1.0, operating system: 26.2, hardware: iphone17.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to hypoglycemia on (B)(6) 2026. The patient¿s blood glycose level dropped below 40 mg/dl while wearing the pod between 24 and 36 hours. It was reported that a member of the patient¿s family called an ambulance as the patient was unresponsive. The patient was taken to hospital where they were treated with an unspecified nausea medication and consumed two ginger ales and a peanut butter and jelly sandwich to raise their blood sugar. The patient had their blood glucose levels checked every half an hour while under observation. The patient was released later the same day.